Event description:
It was reported that upon interrogation, previous episodes of non-sustained oversensing due to noise were observed. Myopotential oversensing was suspected. Programming change was made. Patient condition was good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information received notes that non-sustained oversensing episodes were observed. Programming changes were made. The patient will continue to be monitored closely. Patient condition was good.